Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the seal involved with the alleged issue to perform failure analysis. A review of the provided image was performed by an si failure analysis engineer (fae). The following additional information was provided: the images show a universal seal with a broken luer fitting.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the area where insufflation at the top of the cannula seal popped off. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the insufflation valve broke off of the cannula itself; it had the tubing set to it but was quickly moved to another seal with minimal to no pneumo loss. There was no loss of insufflation/loss of pneumoperitoneum. It was a slow loss of insufflation, partial to none. There were no errors/messages displayed by the insufflator at the time of the issue. Tubing was placed on another seal. The only challenge presented was moving the tube. There were no complications and no medical intervention. The procedure was completed robotically with the universal cannula seal.